Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) has been confirmed. Upon investigation, the monitor had abnormal shutdowns. The cause for the abnormal shutdown was isolated to defective programming of the pld (programmable logic device) u300 on the monitor c/a board. The root cause for the defective programming could not be positively identified. No adverse event resulted from the defective programming could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.